Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model atm1816b, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states tires so bad user is pushing chair with her feet. Mechanism cannot grip the tires any longer. MDR filed.